Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission indicated that the pulse generator was in backup vvi operation. The patient was brought into the clinic and device interrogation confirmed backup vvi. After a device software download, normal function resumed.